Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator, fluoro functions board, generator interface board, x-ray controller board, and backplane were replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 system had an iris too large error during a case. The procedure was completed. No pt injury was reported.